Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the root cause could not be conclusively determined. It is likely the reported event occurred due to improper handling by the user during reprocessing. Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus that a hf-electrode had a broken end. The reported issue occurred during reprocessing of the device. No procedure was involved. There was no patient injury or adverse event reported to olympus.

Manufacturer narrative:
The device will not be returned to olympus for evaluation and repair. After the fse (field service engineer) physical check, the reported issue was confirmed damaged (cracked) insulation at the distal end of the tube. All found defect are probably caused by improper customer handling or excessive force. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. A manufacturing and quality control review was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues. Olympus will continue to monitor the field performance of this device.